Event description:
It was reported during the most recent follow-up, the device's battery was showing 2 years remaining. The previous follow-up was showing 8 years remaining. Technical services reviewed disk analysis and confirmed that the device was exhibiting premature depletion, and recommended replacement. It was indicated that the patient would be scheduled for replacement, but at this time, it is unknown if that has taken place. No serious patent effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the proponent MRI sr product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during the most recent follow-up, the device's battery was showing 2 years remaining. The previous follow-up was showing 8 years remaining. Technical services reviewed disk analysis and confirmed that the device was exhibiting premature depletion, and recommended replacement. The device was explanted and replaced approximately 2 months later. Additional information: this report has been updated to include final analysis results.